Event description:
Depuy knee replacement is loose, limited range of movement, stiffness, swelling, instability, abnormal sound in the knee. My right leg is longer now, after the knee replacement, more than 2 inch, which makes my back on tire all the time and a lot of pain comes from my back as well.